Event description:
The cannulas don't last a week, (6-7 days) they leak, they have to be inflated several times, and when they want to deflate them completely, they can't suck out the air, they take them out with a partially inflated cuff. They noticed that the bottom of the cuff turns in towards the bottom of the cannula, meaning that the cuff fixation of the patient side was partly detached. They realized this because the saturation had dropped, and as a last resort they tried to change the cannula no health effect on the patient reported.

Manufacturer narrative:
According to the complaint description, the provided photos and returned samples, the tracheostomy tube cuff slipped down the shaft of the tube and partially blocked the cannula lumen during use. Verification of the defect based on the samples which showed that the cuff detached at the proximal gluing side and shifted toward the lower end gluing side. Tracing the batch number showed no deviations or problems in production or in other applications. Based on the user communication the cuff pressure was not controlled with a cpm (cuff pressure monitor) but only inflated with a syring without measuring and controling the cuff pressure. The cuff was inflated several times because it was assumed that the cuff leaks. This may lead to an repeated overinflation of the cuff which might support the increasing detachment of the cuff bonding. This effect was successfully simulated in experiments however, incomplete or only partial adhesion of the cuff may also have contributed to the detachment. Therefore, we must assume that this error pattern is due to multiple factors.